Manufacturer narrative:
An event of a dislodged leaflet was confirmed. The device was returned to abbott for investigation; one leaflet was dislodged and fractured, and the other leaflet remained properly inserted into the orifice. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined but is consistent with some external force being applied to the valve, which overstressed the carbon material. There is no indication of a product quality issue with regard to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm regent aortic mhv,flex c uff was selected for an implant. During the procedure, the holder handle was fully inserted into the orifice at a 90 degree angle and there was no resistance felt when rotating the valve. The valve fractured inside the patient at the time of implantation and was recovered from the patient.device had to be replaced by another 19mm regent aortic mhv,flex c uff. No anatomical damage is reported in the patient. The patient is stable.